Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. The fse was told that the customer discovered debris on the sample loader detent which was preventing sample rack movement. Customer cleaned the debris and verified proper operation. The customer performed rack rotation test and no errors were detected. Then the customer ran several patient samples and no errors were detected. Instrument is functioning as intended and released. The most probable cause for this event is the sample loader detent dirty. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2301 sample rack not moved on their aia-900. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lhii, prl and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.